Manufacturer narrative:
Reliability analysis inspected three opened/used sensors and performed visual inspection and found one of three sensors with cannula (electrode) broken, missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Two remaining opened/used enlite sensors and performed bicarbonate buffer test; one of two sensors failed for no isig reading. Checked lab transmitter for proper use and operation using tool, and transmitter passed per specifications. Second sensor passed per specifications with accurate readings.

Event description:
It was reported that sensor data was not available until after sixth date of wear. Customer's blood glucose was not reportable.